Event description:
Ip ptz hd ergojust video extension: the video arm broke off and hit a technician.the technician was in transit to a patient room at the time the arm hitting her arm resulted in a bruise.

Manufacturer narrative:
(B)(6) 2020. Reference to complaint (B)(4). Todate, the allegedly defective part has not been returned for evaluation. A 2nd reminder was sent out to the customer on the (B)(6) 2020, no response todate. Risk management file review: per hazard ID 6.4 of doc-010378 eeg/psg risk assessment the risk is moderate: 11.

Event description:
Ip ptz hd ergojust video extension - the video arm broke off and hit a technician.the technician was in transit to a patient room at the time the arm hitting her arm resulted in a bruise.

Manufacturer narrative:
Follow up 003 (reference to natus complaint #: (B)(4)). Ip ptz hd ergojust video extension - the video arm broke off and hit a technician. The technician was in transit to a patient room at the time. The arm hitting her arm resulted in a bruise. It has been at least 45 days since the customer was informed that the return of the part is necessary for investigation. The part has not been received back. Evaluation is unable to be completed as customer has not returned the product despite multiple requests. Reference to doc-010378, rev 40 - hazard ID: 6:11. Per risk assessment, the initial risk = 9, residual risk:= 3, rba-04 low. No new risks introduced by control measure. Investigation result code: neuro sbu/product not returned. Complaint could not be verified, materials not returned for analysis. Complaint will be included in trending data for further review and investigation if needed.

Manufacturer narrative:
On 05 feb 2021 (reference to natus complaint #: (B)(4)). Todate, the allegedly defective part has not been returned for evaluation. A 3rd request will be sent out to the customer to return the part.

Event description:
Ip ptz hd ergojust video extension - the video arm broke off and hit a technician.the technician was in transit to a patient room at the time. The arm hitting her arm resulted in a bruise.

Manufacturer narrative:
(B)(6) 2020 reference to complaint # (B)(4). Ip ptz hd ergojust video extension. The video arm broke off and hit a technician. The technician was in transit to a patient room at the time the arm hitting her arm resulted in a bruise. Currently waiting for allegedly defective part to be returned for evaluation.

Event description:
Ip ptz hd ergojust video extension. The video arm broke off and hit a technician. The technician was in transit to a patient room at the time the arm hitting her arm resulted in a bruise.